Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected, with a current fill estimate of 12 units instead of the expected 194 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the cartridge, which then showed a fill estimate of approximately 180 units, aligning with the caller's expectations. The caller was advised to monitor the situation and follow up if necessary.